Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had noise seen on non-sustained ventricular tachycardia episodes. The lead was explanted and replaced. No patient complications have been reported as a result of this event.